Event description:
I was assured it will help. I wasn't told about past brain damage effects. I have became even more suicidal after treatment. Rage, constant fog and can't focus or concentrate. Extremely short term memory affecting work and personal life. Developed labored breathing right after last treatment. Original I thought it was sinus or allergies, it's not. I was excited to feel better after treatment. Doctor was horrible and before they knocked me out, I noticed we left the room. I was entrusting him not these other people with zapping my brain. Due to the effects, not covid quarantine. I've lost all of my abilities I was able to do before, lost friends, I can barely work out, barely work and suicidal daily more than I've ever felt in my life. Plus I can't breath. I stopped leaving the house. This has ruined my life. I had 3 ect treatments. FDA safety report #: (B)(4).